Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested on the aviva system at 10:00 pm the night before the incident and obtained a result of 280 mg/dl. At that time, he injected his normal 50 units of unspecified long acting insulin. This was customer's normal amount, it was not adjusted based on the value. On the morning of the incident, customer tested on the aviva system and obtained a result of 230 mg/dl at 10:00 am. No action was taken based on this result. He then went shopping with his wife. Sometime around 11:00 am, he had hypoglycemic symptoms and had to sit down. The customer did not test on his aviva system at this time. His wife brought him some orange juice that he was able to drink on his own and he rapidly recovered. He stated that he was unable to retrieve the orange juice on his own. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer indicated on callback dated (B)(6) 2014 that the suspect strips have been discarded and will not be returned. Device will not be returned.